Event description:
Two pt samples with discrepant sodium results. Same samples used for repeat testing on same analyzer. Pt 1, initial gave 125 mmol/l, repeated two times giving 133 & 135 mmol/l respectively. Pt 2, initial result gave 132 mmol/l, repeated two times giving 140 & 130 mmol/l respectively. Initial results were reported. Pts not adversely affected. The field service representative determined the cause to be bad ise tubing, and replaced the ise tubing. Performance tests were performed which were within specifications.